Manufacturer narrative:
Since no material was returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported he had an infection at his infusion site and was placed on antibiotics for 7 days. He reported he did not change the infusion set properly and this caused the infection. He would leave the headset in his body for 4.5 days. He does practice site rotation. He was instructed on manufacture's recommendations. The alleged infusion set was discarded and will not be returned for evaluation. Three attempts were made to gather additional information and these were not successful.